Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, when the physician inserted the mapping catheter into the right atrium, the patient had chest pain and physician discovered a cardiac tamponade. The case was aborted and the patient underwent a pericardiocentesis. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the mapping catheter, 990063-020 with lot number 214905321, was returned and analyzed. Visual inspection of the mapping catheter showed the shaft was intact with no apparent issues. No ECG signal wires were broken inside the shaft and pins were in a good condition. A clinical issue was encountered during the procedure. No product malfunction reported. In conclusion, the clinical issues could not be confirmed through testing. The reported mapping catheter passed the returned product inspection as per specifications. There is no indication of relation of adverse event to the performance of the cryo device. If information is provided in the future, a supplemental report will be issued.